Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported two days post implant that the right ventricular (rv) lead and the right atrial (ra) lead had dislodged. Both leads (rv lead and ra lead) were repositioned and remain in use. No patient complications have been reported as a result of this event.